Event description:
The pump was returned for investigation. Investigation revealed that the pump case was cracked along the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/27/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2014 with the following findings: evaluation revealed that the pump case was cracked along the battery compartment. Unrelated to the display issue, evaluation revealed that the time and date reset to default settings. The pump was opened and the internal clock battery was found to have failed. (B)(6).